Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, sensor failed after insertion and upon removal of sensor pod, patient was unable to locate sensor pod. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).